Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, decreased amplitude measurements, slightly lower impedance measurements and significantly increased threshold measurements were observed on the right ventricular (rv) lead. A threshold test was unable to be performed due to extreme pain with pacing. The patient described the pain as similar throughout the night following the implant procedure. An echocardiogram and a computerized tomography scan was performed which confirmed a rv lead perforation. Therapy was programmed off until the lead repositioning could be performed. During the revision procedure, there was no sign of perforation; however, the rv lead appeared dislodged. The rv lead was successfully repositioned. No additional adverse patient effects were reported.